Manufacturer narrative:
Evaluation: this event is still under investigation.

Event description:
A female pt underwent initial aaa repair in 2005. Patient underwent a fem-fem bypass to repair limb occlusion of the contralateral side on an unknown date. In 2007, patient went in for revision of the ipsilateral side due to the right common iliac becoming aneurysmal (refer to 1820334-2007-00377). Another iliac leg graft was placed to seal it down to the external iliac.